Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, at the end of the implant procedure of a leadless implantable pulse generator (ipg), and the delivery system was removed, fluoroscopy revealed that the leadless ipg had moved from the horizontal plane to the vertical plane. Subsequently, there was no ventricular capture and no sensing. Diagnostic testing/troubleshooting was performed, with varying devices and ultimately the leadless ipg was programmed off and replaced two day later. Attempts were made to snare the old leadless ipg to explant, but the leadless ipg migrated to the pulmonary artery, where it remains. No patient complications have been reported as a result of this event.